Manufacturer narrative:
Potential adverse events in the labeling with the penumbra system include, but are not limited to, hematoma or hemorrhage at the site, inability to completely remove thrombus, intracranial hemorrhage, ischemia, vessel spasm, thrombosis, dissection or perforation, including death. Therefore, it was determined that the reported adverse event was an anticipated complication. Results: the jet7 was split and the coil winds were protruding from the catheter approximately 129.0 ¿ 130.0 cm from the hub. Conclusions: evaluation of the returned jet7 confirmed damage near the distal tip. At the damaged site, approximately half of the circumference of the jet7 lumen was exposed, and coil winds were unwound from the lumen. Based on the reported complaint and case images provided, a contrast run was performed through the jet7. The root cause of the initial damage could not be determined, but if the catheter is occluded and/or damaged, injecting fluid may result in additional catheter damage. The distal damaged portion of the jet7 would likely not be able to be retracted through the guide catheter and rhv without incurring additional damage. This evidence suggests the some of the observed damage on the returned jet7 may have worsened during retraction of the device through the guide catheter and rhv and was incidental to the reported event. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the left middle cerebral artery (mca) using a penumbra system jet7 reperfusion catheter (jet7) and neuron max 6f 088 long sheath (neuron max). During the procedure, the physician completed three passes in the target vessel using the jet7 and neuron max. A contrast run was then performed, which led the jet7 to break about an inch from the distal tip. It was reported that contrast went through the side of the jet7 and the side wall of the vessel ruptured; therefore, the jet7 was removed. The procedure stopped at this point. The patient was considered stable post-procedure.